Event description:
It was reported the device lasted only 44 months. Device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. The device recorded elective replacement indicator (B)(6) 2010, approximately 39 months after implant.